Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. On an unknown date in the same month, the patient was treated with unspecified medication (dose, frequency and route of administration not reported) for peritonitis. On an unreported date, the patient was retrained on aseptic technique. On an unknown date the following month, the patient discontinued treatment with the unspecified medication. Nine days after admission to the hospital, the patient was discharged. Three days later, the patient recovered from the event of peritonitis. Pd therapy was ongoing. Additional information was not available.